Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). One vf (ventricular fibrillation) episode of <(><<)> 220 msec v-v cycle is recorded on (B)(6) 2013.

Event description:
It was reported that there was increased rv (right ventricular) defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the attain (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 459888 implantable pacing lead, (B)(6) 2013; 407652 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.